Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned with battery voltage above elective replacement level. Final analysis did not find any anomalies on the device header. Electrical, mechanical, and longevity analysis was normal with no anomalies found.